Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used in a percutaneous endoscopic gastrostomy procedure. Date of peg tube placement is unknown. According to the complainant, the patient unintentionally pulled the peg out while asleep at night. It was reported that the patient was taking sleeping pills. The peg was replaced. Attempts to obtain information about the patient's condition were unsuccessful. If further relevant information is received, it will be files in a supplement medwatch report.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of unintentional removal of feeding tube the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.